Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies on an unreported date, the patient began treatment with dianeal therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient dropped the patient line, wiped it clean and reconnected the patient line to the transfer set. After approximately three days the home patient began to feel sick. The patient went to the pd clinic on (B)(6) 2012 and complained of belly pain and had cloudy effluent. The home patient was treated with vancomycin (dosage unknown) (ip) for two doses and cipro (dosage unknown)(oral) for 10 days by the clinic. The home patient continued to complain of abdominal pain and continued to have cloudy effluent, so the home patient was admitted to the hospital from (B)(6) 2012 for the unrelieved peritonitis. The home patient was started on hemodialysis to allow for the peritonitis to resolve and the client decided that he preferred hemodialysis to peritoneal dialysis and had his catheter removed. The home patient's home choice machine is going to be returned to baxter and the home patient is going to continue on hemodialysis. The home patient's rn stated she does not feel that the baxter device, solution or disposable had anything to do with the client's peritonitis, the rn stated that the home patient's breach in aseptic technique by 'wiping off the patient line after dropping it on the floor' was the cause of the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.